Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information recieved from the company representative (rep) stated that they talked to the staff and the abscess testing came back negative was a not infection. It was reported that they suspect just an immune response or seroma. The physician made the medical decision to replace the pump segment. Patient was doing great.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving unknown morphine drug (10mg/ml at 3mg per day) via an implantable pump for unknown indications for use. It was reported that upon replacing the pump because it reached the end of it service life, there was possible abscess and extra fluid. The fluid was sent to a lab. The healthcare provider (hcp) suspected a failure in the proximal end of sutureless pump segment. He chose to replace the pump segment with 8578. It was noted that 17 cm of sutureless pump connector was replaced with 7.6 cm. There were no known environmental/external/patient factors that may have led or contributed to the issue. The patient weight and medical history were asked but unknown at this time. The patient status was alive and no injury. The issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID 8731sc. Serial# (B)(6) .implanted: (B)(6) 2017. Explanted: (B)(6) 2024. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(6), ubd: 16-feb-2018, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.